Event description:
It was reported that, approx 6 weeks after implantation of the acculink, the pt's vision began to flutter with flashes of light, and ultimately complete loss of vision in the right eye. The pt was examined by his eye doctor and was told that there was nothing that could be done to correct the loss of vision. Reportedly, the pt rec'd a non-abbott coronary stent three days prior to receiving the acculink. No add'l info is available.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor.